Manufacturer narrative:
The pump remains implanted and is not available for analysis. The controller is not available for analysis and analysis of log files is pending.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. The reported event indicated an issue with the performance of the controller. At the time of the event, the patient experienced syncope; however, the outcome of the event did not result in patient injury. The controller was exchanged and returned for evaluation having been initially reported for a "faulty display' and "no sound'. Additional information received from the site indicated that the patient had ventricular tachycardia (vt) resulting in the patient's ICD to engage during which time the controller "low flow' alarm sounded. In a panicked state, the patient's husband saw the screen as black and exchanged the controller; it was later reported that the husband actually had seen the parameters on the display. Various analyses were conducted and reviewed in order to evaluate the performance of the controller ((B)(4)) in relation to the reported event. Review of the manufacturing documentation confirmed that the controller ((B)(4)) met all requirements for release. Thorough external visual inspection and functional testing of the controller revealed no abnormal operation with the controller's alarms or display. Review of the controller log files confirmed the reported event which revealed a "low flow' alarm; however, analysis indicated that the power consumption and estimated flow were within normal operating range. The most likely root cause of the reported event is due to a combination of the ventricular tachycardia (vt) and the controller exchange resulting in syncope. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
A review of the device's incoming inspection records indicated ncri-13215 was initiated during manufacturing; the non-conformance report was reviewed and the non-conformance did not contribute to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. Serial number: (B)(4), manufacturing date: 2013-12 - the controller passes visual and functional testing. System testing did not indicate any abnormal operation with the alarms audio or controller display. All alarms worked as expected, loudness and pitch were no different from known working controllers, also the characters and back light were present on the display no faults could be detected. "No sound' and or faulty display could not be confirmed or duplicated at the bench level. Result code: no failure detected. Testing completed (B)(4) 2015. There is no record of previous servicing for this patient. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump remains implanted.

Event description:
The patient reported dizziness and collapsed; she remained reactive and answered question correctly and was shocked by the internal defibrillator several times. The patient's husband exchanged the controller because no information was seen on the controller display; the screen was black although the battery gauge was green on both sides. No alarm occurred. The patient is fine with no harm or injury. With further discussion between the patient's husband and the site perfusionist while looking at the controller, it was believed that the "black" screen was what was seen when it was not flashing orange with the green backlight of the screen as it was during low flow alarm. In his panic the screen seemed "black" although pump parameters were seen. The husband and perfusionist thought that the patient had ventricular tachycardia resulting in low flows and dizziness. Additionally, the husband reported the exchange was one minute; however, with site review there was a gap of 4 minutes from vad stop to restart as well as a time set up with a difference of 3 minutes in the controllers. The defibrillator was checked and it was reported that everything is working fine. The husband and the patient were re-educated.